Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as (B)(6) 2013 as the procedures occurred between (B)(6) 2013 and (B)(6) 2017. Patient estimated age as the patient median age is 72.7. (B)(4): improper or incorrect procedure or method, incorrect anatomy, per instructions for use: under indications: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the patient effects appear to be related to potential adverse events. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: percutaneous axillary artery access for branch grafting for complex taaas and pararenal aaas: how to do it safely presentation.

Event description:
This event was captured based on review of the presentation, percutaneous axillary artery access for branch grafting for complex taaas and pararenal aaas: how to do it safely. It was reported through a presentation that following a thoracoabdominal aortic aneurysm (taaa) and pararenal abdominal aortic aneurysm (aaa) procedures vascular closure devices were used in 98 patients over 5 years. Patient experienced 3-stenosis, 3-occlusions and 1-bleeding of the axillary artery after proglide failure. Details are listed in the attached presentation, titled percutaneous axillary artery access for branch grafting for complex taaas and pararenal aaas: how to do it safely.